Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigators were unable to get the pump to boot up. There were no audible tones or vibrations, and nothing on the display screen. Due to the pump not booting up, the pump history was unavailable for review. There was evidence of moisture damage in the display lens and inside the pump. A leak test was performed, and a battery compartment leak was observed. Investigation revealed a cracked battery compartment with corrosion, and a torn keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the patient was going to enter bolus into pump and found it had no power. The patient states pump has been rebooting for about 2-3 months.